Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: no product testing could be performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances or deviation with respect to the manufacturing process. There were no associated nonconformity reports. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced unexpected postop refraction about 3.0 diopter deviation with an intraocular lens (iol), model zcb00v. It was noted that the iol was implanted on (B)(6) 2017; however, the surgeon has a plan for explanting the lens though the patient did not complain of visual acuity issues. On (B)(6) 2017, the doctor measured the axial length again and the numerical value of the axial length was different from the numerical value measured before the surgery. Therefore, the doctor confirmed that the issue was not an iol malfunction issue. No further information was provided.